Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician had a great deal of difficulty accessing the intended unknown target lesion with the cypher select plus 2.5 x 33 mm stent delivery system (sds). When the physician removed the device, upon inspection, a stent strut was noted to be uplifted. There was no reported patient injury. No additional information was available. Preliminary inspection of the returned product indicated that the proximal stent struts were uplifted.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician had a great deal of difficulty accessing the intended unknown target lesion with the cypher select plus 2.5 x 33 mm stent delivery system (sds). When the physician removed the device, upon inspection a stent strut was noted to be uplifted. There was no reported patient injury. No additional information was available. The product was returned for inspection. One non sterile cypher select + 2.50 x 23 mm was received coiled inside a plastic bag. The sds was bent at 42.7 cm from proximal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was mounted in its original position between marker bands; the proximal struts of the stent were uplifted. Crossing profile was measured for middle and distal sections of the stent and was found within specification. Proximal section could not be measure due uplifted condition in this area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported tracking difficulty was not confirmed. The strut uplift was confirmed. The exact cause of the reported failures could not be determined. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The tracking difficulty experienced may have contributed to the strut uplift condition of the stent. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. There are controls in place to detect kinks and stent damaged. Therefore, no corrective or preventive action will be taken.